Event description:
This MDR is being filed as misapplication due to pt's age and condition described as a neurogenic bladder. It was reported that a pt experienced chronic urinary tract infections, burning, blood in urine, fever, and incontinence following the initial urethral bulking implant procedure performed in 2006. Some extravasation was noted during the initial procedure. The onset of complications began 19 days later and via cystoscopy, bladder stones were observed and removed from the pt's bladder. The pt has been prescribed amoxicillin, cipro, macrobid, and bactrim for the recurring infections and continues to experience infection and incontinence. The urethral has re-epithelialized and is now healed and the healing process took approx 2 months. Injection details are as follows: treatment volume was 5ml total, transurethral approach, position was distal to bladder neck, needle was imbedded to shoulder, blanching and blebing were noted.

Manufacturer narrative:
The lot number is unk therefore, no review of the device history record could be performed. The instruction for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The product was being used on a female pt with a neurogenic bladder. The product is indicated for transurethral injection in the treatment of adult women diagnosed with stress urinary incontinence due to intrinsic sphincter deficiency.